Event description:
I had a left breast biopsy with anesthetic and guided by ultrasound. A titanium clip was inserted where the biopsy was taken, for future reference in mammograms. A tegaderm transparent dressing was placed over the biopsy area, which was at the lowest area of the breast (nearest the abdomen). It was placed at an angle so part of the dressing was between my nipple and arm pit (only due to the size 4"x5"?). I then had several mammogram views taken so they could show the actual placement of the titanium clip. That night I had some minor itching but tolerable as I have dry but sensitive skin. I am almost (B)(6) and some tapes will irritate my skin if there is a strong adhesive (like pull skin off strong). The next day the itching was more intense and felt like my nipple was itching as well. When I looked I found the following, described as if you are looking directly at my breast and my nipple is the center of a clock. I had a blister at about 10 o'clock and closer to my arm pit than my nipple. It was approx 2cm x 1cm. Another area starting to blister was at about 9:30 & about 1cm x 2.5cm but not fully blistered. Then below my breast at about 5:00 a blister about 4cm long but 1mm thin. That was the original edge of the tegaderm but it was somehow scrunched up on that corner when it was put in place (no way to correct it per the nurse). Also, my breasts sag so the tegaderm on the actual breast would lay on the part of the tegaderm that was slightly over the abdominal area and it appeared to have a shinny look to the fold but no blisters. I slowly removed the tegaderm and cleaned it. The largest blister, the fluid in it burned like fire but was not red. It took almost a week to heal (I'm a psychiatric nurse and knew how to care for it). The hospital called the next day to see how I was doing and I told them what happened and to please put tegaderm as an allergic reaction. Since it was an outpatient procedure and they got all my info from my pcp, they said they did not have anywhere to put that info. When my pcp called to tell me the results of the biopsy, I told her what happened and she put it in her records as an allergic rx, so it would show on any future procedures. I have use chlorhexidine mouth rinse without issue in the past. I've have some tape problems (not paper tape) but never blisters. I had procedures where betadine was used to clean the area and no problem. But this was the 1st time I'd had a tegaderm dressing. I do have a photo of the blisters but not of the product.